Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit had a b-17 software update issue. There was no patient involvement and injury or harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had software related malfunction. Getinge field service engineer (fse) found b-17 software update issue. It was resolved by replacing display monitor to video gen board (0040-00-0456) and pcba, exec processor (0670-00-0770). Preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit had a b-17 software update issue. There was no patient involvement.